Event description:
Sorin group (B)(4) received a report that the double head pump stopped and an error was shown on the panel. This occurred post procedure. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the double head pump stopped and an error was shown on the panel. This occurred post procedure. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the c5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective motor control board. The board was replaced to resolve the issue. No further issues have been reported. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.